Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was frustrated with the use of the pt programmer. It was noted that either did nothing or "shocked parts of his body that he would not have electrified." Add'l info was requested.